Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿effect of carbazochrome sodium sulfonate combined with tranexamic acid on blood loss and inflammatory response in patients undergoing total hip arthroplasty,¿ by y. Luo, et. Al, published by bone and joint research (2021), vol. 10. No. 6, pp. 354-362, was reviewed. The purpose of this study was to examine the efficacy and safety of carbazochrome sodium sulfonate (css) combined with tranexamic acid (txa) on blood loss and inflammatory responses after receiving a pinnacle/corail primary total hip arthroplasty (tha) for 200 patients implanted between december 2018 and march 2019. The patients were divided into 4 cohorts and were monitored for postoperative complications relating to blood loss and inflammation for 3 months. At the end of the study, the authors concluded that patients receiving css additionally to txa had less perioperative blood loss, less postoperative hip pain, lower transfusion rates, lower levels of inflammatory cytokines, and better early hip flexion following tha without an increase in the associated vte events. The manufacturer of tha articulating surfaces was not specified but are assumed to be depuy products. Complications: 7 patients received blood transfusions to treat decreased hb. 14 patients with wound leakage treated with dressing changes. 19 reports of intramuscular venous thrombosis- no treatment specified. There were an unspecified number of reports of postoperative pain and decreased rom in flexion and extension- no treatment was provided. The authors note that this is an expected postoperative finding after tha. There were an unspecified number of patients with postoperative increase in serum inflammatory markers, which the authors note that this is an expected postoperative finding after tha. No treatment was provided and the patient¿s inflammatory markers returned to normal at the end of the 3-month follow-up period.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.